Event description:
Pump issued an altitude alarm 21, and customer's blood glucose level at the time of the event was not provided. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove obstructions, clean the speaker holes, and attempt cartridge reconnection, but these actions did not restore insulin suspension. The customer could not load a new cartridge, prompting further troubleshooting by technical support. Eventually, it was determined that the original cartridge did not vent properly, and a replacement was arranged. Pump resumed normal operation.